Event description:
It was reported that during an unknown procedure, the clip was malformed and the target tissue was not ligated properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Was there bleeding?---no. What shape was the clips when malformed? ---no information. Scissored? Clip gap? Tear drop? Did clip fall into the patient? ---no. If yes, how was the clip retrieved? ---na. Which firing of the device did this event occur on? ---from the 1st. What vessel or structure was the device fired on at the time of the event? ---no information. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed three scissored clips, and then the remaining clips were formed as intended. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The batch record was reviewed and no anomalies were noted during the manufacturing process.